Event description:
Source phoned advanced sterilization products customer services and reported that her hematuria (blood in the urine) may have been caused from cidex. She had an ivp (intravenous pyelogram) on 10/5/94, and had indicated that she had various problems concerning her health over the yrs, relating to chemical sensitivity.